Event description:
The rotator broke during injection from side port. Injector settings: flow - 6 ml/sec, volume - 8 ml, pressure 400 psi. Customer reported two lot numbers. Customer is not sure which lot number was used. There was no report of harm or injury.

Manufacturer narrative:
Device eval: the suspect device will not be returned for eval/investigation. The second reported potential lot number is f775105, expiration date - 12/31/2012, manufacture date - 2/2010. A follow-up report will be submitted when the eval is completed. Eval, conclusions: a follow-up report will be submitted when the device eval has been completed.